Event description:
A malfunction was reported involving a touch screen that did not work properly and a button that was difficult to press, requiring multiple attempts to activate the display. Despite these issues, there was no adverse impact on the customer's blood glucose level. Customer technical support instructed the user to make specific adjustments, such as using firm pressure directly on the button and removing the pump from its case. Although these steps allowed the pump to turn on, the button remained problematic. Further guidance was provided regarding touchscreen responsiveness, and the caller was informed about task prioritization affecting the pump's response time. Ultimately, the pump was set to be replaced, but the customer's family chose to wait for a new pump and declined a loaner, continuing to use the current one. The pump was out of warranty at that time.